Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Product analysis was performed on returned parts. No fault was found on the graphic user interface (gui) printed circuit board (pcb) and the breath delivery (bd) power distribution pcb. The bd power controller pcb was sent to the vendor for further analysis. The vendor found a ¿solder void on component u5.¿ the customer reported that the ¿ventilator is functional.¿

Manufacturer narrative:
(B)(4). The customer reported to have inspected the device and when powered on the ventilator generated an inoperable error message and there were lines across the display. The customer reported to have troubleshot the device and has replaced the breath delivery (bd) power distribution printed circuit board (pcb), power controller pcb and the graphic user interface (gui (pcb). The ventilator display continues to be erratic and the investigation is ongoing.

Event description:
It was reported that, a 980 ventilator was not turning on. The ventilator was not in use on a patient at the time the event occurred.